Event description:
The pt received his scs system on (B)(6) 2011. It was reported the pt was not able to get low back coverage. An x-ray was performed on (B)(6) 2011 indicating the lead had migrated and twisted. The physician performed a lead revision on (B)(6) 2011. Follow up revealed the pt had died early october. The sjm representative is working with the implanting physician to determine cause of death. An autopsy is being performed. The physician's office became aware of the death on (B)(6) 2011 and stated the system was still implanted at the time of death. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.